Manufacturer narrative:
Updated: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4). A lot history record review was completed for lots 25126742, 25126794, and 25126794 the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history. The device was returned to the factory for evaluation. Evidence of blood and clinical used were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly were not returned. The slide lock was dis-engaged and the plunger was not depressed on the delivery device. Blood was seen in and on the delivery tube that shows an evidence that the device had been introduced into the aorta. Blood was also found in and on the loading device. The measurements were not taken for the delivery tube. The device as returned was unable to be evaluated for position of seal and tension spring assembly based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.